Manufacturer narrative:
The actual device was returned for evaluation. Manufacturing evaluation determined that the reported condition that the device did not work anymore was not confirmed. However, it was determined that the device failed test bench and trigger test (sticky trigger). During service and repair, it was determined that the device had a worn out motor (rough rotation and strong vibration), worn out transmission shaft, worn out gear (grinding noise), damaged electrical control unit (ran at full speed as soon as the trigger was pressed) and sticky trigger (unknown residue). The assignable root cause was determined to be due to wear and improper cleaning. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(4) that the battery reamer/drill device did not work anymore. During manufacturing evaluation, it was determined that the device had a worn out motor, rough rotation and strong vibration. It was further determined that the device had a worn out transmission shaft, worn out gear - grinding noise and a damaged electronic control unit that would run at full speed when the trigger was pressed. It was further determined that the device failed pretest for trigger test and test bench. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.